Manufacturer narrative:
On 11/11/96 dr. Implanted a 33mm mitral st. Jude medical mechanical heart valve (model 33m-101,). Pt had previously undergone a mitral valve replacement in 1985 for severe mitral regurgitation. A porcine valve was implanted at that time due to fact there was heavy calcification in annulus. In 11/91, pt underwent re-operation due to prosthetic valve regurgitation; one commissure of porcine valve had torn. At that time, a st. Jude medical mechanical heart valve (model 33m-101, was implanted. Again, there was difficulty with severe calcification of posterior annulus, especially near anterior commissure. On 11/11/96. Pt was diagnosed with paravalvular leak. Medical management was not sufficient to control symptoms of failure, and re-operation was advised. At time of re-operation, surgeon stated that no vegetations, thrombus, or pannus was observable on valve at explant, and valve was functioning normally. Introperatively, it was noted paravalvular leak was in region of heavy calcification. This valve was explanted, and another st. Jude medical mechanical heart valve, (model 33m-101, was then implanted. Large, pledgeted sutures were positioned through calcified area. Postoperatively, transesophageal echocardiogram revealed that there was significant paravalvular leakage. Once again, pt underwent re-operation, as it was necessary to re-explore valve region. At this time, it was apparent after add'l pieces of calcium were removed, that atrio-ventricular junction was somewhat disrupted, resulting in placement of large pledgets. It was determined that it was safer to implant a bioprosthesis at this time, because pledgeted sutures might compromise movement of leaflets. Therefore, bioprosthesis was implanted, and it was also necessary to replace aortic valve. Prolonged operative time precluded a successful result, and pt expired postoperatively. Surgeon stated in letter dated 12/17/96, that there was no mechanical failure, nor any other problems, directly related to st. Jude medical prosthesis. Info reviewed from valve's device history record and add'l testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation indicated valve was in accordance with st. Jude medical specifications upon its return to st. Jude medical heart valve div. Cause of paravalvular leakage was most likely due to heavy calcification observed in pt's annulus, as stated in dr. Levinson's letter.

Event description:
The valve was explanted due to paravalvular leak. No other info is available at this time.